Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. No code available is for revision surgery. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the open reduction internal fixation surgery using locking compression plate (lcp) distal tibia locking (dtl) plate for tibia. The surgery was completed successfully without any surgical delay. After the surgery, the removal surgery was performed due to unknown reason on (B)(6), 2022. In the surgery, it was confirmed that three screws in most distal area were broken. The screw breakage was not known before hand. The nurse commented that the screwdriver was forcefully hit with a hammer to fit all screw heads in the removal, which may have loaded the plate and screws and broken the screws. The procedure was to remove the screws in order from the proximal to the distal direction, and three screws on the distal side were found to be broken. Two (lot: 39p2545, 80p4257) of the three screws, including the broken pieces, could be removed, but one (lot: 39p2545) remained in the body. The surgery was completed with 3 hours delay. Initially planned operative time is 1 hour. This is report 4 of 4 for (B)(4). This report is for locking screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: a manufacturing record evaluation was performed for part # 412.136s, lot # 80p4257; and no non-conformance was identified.